Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. At the end of the procedure when the catheter was removed, a noticeable amount of char was found between the second and distal electrodes. The procedure was completed with no patient consequence. Additional information was provided on the event. It was clarified that the material appeared to be coagulum and not char. The patient did not exhibit any neurological symptoms since the procedure was completed. The returned device was visually inspected upon receipt and char was observed on the proximal end of the tip. However during a second visual inspection during the analysis the char was not observed; it is likely that it was lost during the decontamination process. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Coagulum was not observed during the analysis; however the customer complaint regarding char has been verified. The catheter was found within specifications. The root cause of the char observed does not appear to be manufactured related.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17368383m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. At the end of the procedure when the catheter was removed, a noticeable amount of char was found between the second and distal electrodes. The procedure was completed with no patient consequence. Additional information was provided on the event. It was clarified that the material appeared to be coagulum and not char. There were no error messages noted on the systems. There were no issues related to temperature or flow noted on the catheter. The temperature cut-off was 50 degrees celsius. The temperature fluctuated between 25 degrees celsius and transiently up to 43 degrees celsius. Impedance was usually around 110 to 140 ohms. The power was titrated from 25 watts to 40 watts. The patient was systemically anticoagulated with heparin and kept to an act of 350-400. The smart touch bidirectional catheter was irrigated with 1000cc ns with 1000 units of heparin in it. The patient did not exhibit any neurological symptoms since the procedure was completed. Since, coagulum has poor adherence to catheters and transseptal sheaths, it could be a potential source of embolism. Therefore, this issue was assessed as a reportable malfunction.